Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the manufacturer representative (rep). In response to the request for a description and the results of any diagnostics/troubleshooting that was performed related to the event, the rep replied that the patient¿s family member was advised not to push against the device with the communicator when changing programs. In response to the inquiry for if the ins heating had resolved and if not what other actions had been taken or were planned to resolve it, the rep replied that the patient¿s family member hadn¿t been pushing as hard with the communicator against the skin and it appeared to no longer be uncomfortable to the patient. The rep noted however that when speaking to the patient and the patient¿s family member that morning, the patient stated that when changing programs they still felt the device heating up and they now complained of a ¿pinching feeling.¿ no further complications were reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a family member of a consumer and a manufacturer representative with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that while changing the program the ins felt like it heated up. It is unknown what caused the issue, and no troubleshooting was performed but they stopped making adjustments.